Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown vanguard femoral; unknown vanguard bearing. No devices were received; therefore the condition of the components is unknown. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Unable to perform a compatibility check based on the provided information. Unable to perform a complaint history review based on the provided information. Surgical notes were not provided. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Zimmer biomet will continue to monitor for trends. Not returned.

Event description:
It was reported that patient exhibited pes bursitis approximately 6 weeks post implantation.